Manufacturer narrative:
The field service engineer (fse) diagnosed the data acquisition (da) printed circuit board assembly (pcba) should be replaced. No parts were replaced yet since the customer only requested a repair quote.

Manufacturer narrative:
A repair quote was sent to the customer. The quote was not accepted by the customer. The device was not evaluated further. The resolution and disposition are unknown.

Event description:
It was reported to philips the proximal sensor was not working. Patient/user involvement is unknown. The customer requested a repair quote. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.